Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for poor image, cuts on the rubber of the ultrasonic probe and detached adhesive on the light guide and the elevator cover. The most probable causes of the alleged failure "poor image" is due to ultrasound image had excessive broken elements. The most probable cause for cuts on the rubber of the ultrasonic probe and detached adhesive on the light guide and the elevator cover is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited poor image, cuts on the rubber of the ultrasonic probe, and detached adhesives on the light guide and the elevator cover. There was no patient involvement.